Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: a patient was being ventilated when visual and acoustic alarms were triggered and the message "panel connection lost" was displayed. The device stopped ventilating and the patient was bagged and put on a different ventilator. It was reported that the patient did not suffer any harm. The affected ventilator was labelled as defective and put out of use.

Event description:
Hamilton medical ag received the following description: a patient was being ventilated when visual and acoustic alarms were triggered and the message "panel connection lost" was displayed. The device stopped ventilating and the patient was bagged and put on a different ventilator. It was reported that the patient did not suffer any harm. The affected ventilator was labelled as defective and put out of use.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During patient ventilation, error code 4010 with the message "panel connection lost" was reported. Visual and audible alarms were triggered, and the ventilator stopped ventilating. The patient was manually ventilated and transferred to another device. No harm was reported. The event did not cause or contribute to a death or serious injury to a patient. Log files confirmed multiple "panel connection lost" alarms and a "power fail = ventilation stop" event on the date of the incident. The root cause of the event was determined to be a defective vu/ip interconnect cable after replacing the vu/ip interconnect cable, the ventilator passed all tests and was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.